Event description:
Customer alleged 4 sets of discrepant blood glucose values: 94 mg/dl, & 284 mg/dl; 284 mg/dl, & 76 mg/dl; 202 mg/dl, & 417 mg/dl; and 590 mg/dl, & 163 mg/dl back to back, when each test was performed within 10 minutes of the previous test on the aviva system. Customer takes 1 mg prandin at mealtimes if blood glucose is greater than 120 mg/dl. Tests producing results sets 1, 2 and 3 were performed at mealtime; customer did not take prandin at these meals. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.